Event description:
It was reported: when the combo reamer was used, the locking mechanism did not work and the bone head was perforated. No particular treatment was required, so the operation continued and ended.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to be user related. The failure was caused by possible inadequate use of the instrument. Note: the surgeon mentioned that he might have turned the barrel reamer assembly in the opposite direction. The device inspection revealed the following: tests showed that the barrel reamer assembly is still fully functional and does lock as intended. Some pliers marks are clearly evident on the barrel reamer assembly, also the cutting edges of the drill tip are slightly worn / damaged (which is normal as the assembly was manufactured in july 2015). Despite these damages the functionality is still given though. Therefore we determine that the failure was caused due to incorrect use of the instrument (turned the barrel reamer assembly in the opposite direction) so that the connection was actually loosened and not tightened up. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported: when the combo reamer was used, the locking mechanism did not work and the bone head was perforated. No particular treatment was required, so the operation continued and ended.